Manufacturer narrative:
Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, severely scratched lcd window, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that insulin pump's screen was covered in scratches. Customer's blood glucose level was 185 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.